Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 437 mg/dl. Customer treated their high blood glucose levels with insulin pump. Customer did not report symptoms related to high blood glucose. Customer's current blood glucose level was 219 mg/dl. Customer declined to troubleshoot for high blood glucose levels. Customer states that the auto mode feature was in use at the time of the event. The insulin pump will not be returned for analysis.